Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the competitor device with unknown cat# and lot# was not affected by this event and did not contribute to the failure. If any new information is available the complaint will be updated.

Event description:
The surgeon and head of the orthopaedics ward reported via sales rep that he performed a surgery of extraction of axsos plate together with screws. Customer reported that there was a need for surgery due to the fact that screws were found to be in tissues and separated from the plate. Four screws heads separated from the threads. As per the customer the entire plate was placed too proximally. Surgeon also observed secondary damage to the distal end of the femoral bone.

Event description:
The surgeon and head of the orthopaedics ward reported via sales rep that he performed a surgery of extraction of axsos plate together with screws. Customer reported that there was a need for surgery due to the fact that screws were found to be in tissues and separated from the plate. Four screws heads separated from the threads. As per the customer the entire plate was placed too proximally. Surgeon also observed secondary damage to the distal end of the femoral bone.